Manufacturer narrative:
Recall number: 3005334138-12/5/2019-002-r. The investigation revealed that an 8f dilator and 8f sheath were packaged within the 8.5f fast-cath hemostasis introducer package.

Event description:
During the procedure, the catheter could not be passed through the sheath. Another package was opened but the catheter could not pass though the sheath again. The device was inspected and it was noted that the introducer was an 8fr introducer but the packaging indicated 8.5fr. The procedure was completed successfully with no adverse patient consequences without imaging. The devices used will not be returned as they were discarded at the hospital. An additional 26 units in total were found to contain 8f introducers in 8.5f packaging.